Event description:
Additional information received reported that previously reported [her arms and legs were very spastic as the pump stopped delivering any medication] was pertained to manufacturing report # 3004209178-2012-03110. Additional information received also reported that ¿it would hurt¿ every time the patient bent over. The pump was implanted right under the rib cage and had moved to her abdomen. The pump was pushing on her intestines or liver. Other than double vision and short term memory loss that was reported previously, the patient also had ¿two strokes on the table¿ and a heart attack in intensive care unit, and these were the reason why she had the pump installed.

Event description:
Additional information received reported that patient was dissatisfied with her health care professional service. Per patient, the doctor who put the pump in was not approved by medtronic to put the pump in. Patient had concerns about (B)(6) center. The patient got brain surgery at (B)(6) center and that was the reason for her memory loss, double vision and "other things". It was confirmed that the pump had shifted to patient's right side. Patient was under anesthesia and was not exactly sure who did the surgery. Patient was on oral baclofen and narcotic pain medications. The patient needed a new doctor and physician listing information was provided. The patient wanted the device removed.

Event description:
Patient reported that the pump was moving to the right and they experienced pain. The patient was due for a refill in (B)(6) but did not know if it would be refilled. The patient did not know if she was getting the medication. The patient stated that the pump was attacking her like a foreign substance. Per patient, the refill physician was aware of the situation. Per (B)(4) it was reported that a new pump was placed which had been recalled. The pump had migrated. The patient was presently in chronic pain, her arms and legs were very spastic as the pump stopped delivering any medication. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).